Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low out-of-range pacing impedance measurement and noise. The patient was hearing beeping tones from the device. Health care professional (hcp) then adjusted the lower rate limit to reduce pacing and turned off beep for out-of-range impedance measurement only. Boston scientific technical services (ts) provided troubleshooting options and programming changes was done. Additional information indicated that the field representative could not provide further information. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.